Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was burning up. The patient was advised to unplug the monitor. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.